Manufacturer narrative:
(B)(4). Additional information was requested but not available. Plc181000j/ 17324588 (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to ilio-femoral vessel dissection.

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (plc181000j/17324588) to repair a left internal iliac artery (liia) aneurysm. After coiling the liia, the device was implanted from the left common iliac artery (lcia) to the left external iliac artery (leia). It was reported that computed tomography (CT) revealed a new aortic dissection at lcia. An additional contralateral leg component was implanted to repair the aortic dissection. However, the dissection was not fully covered by the additional stent graft. The physician decided to monitor the patient and to see if the false lumen becomes enlarged. There is no change as of now. The patient tolerated the procedure.